Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable online dat benzodiazepines ii results for 19 patient samples on a cobas c 503 analytical unit. Please refer to the attachment "(B)(6)" for the alleged patient results. The confirmatory testing that was performed was lc-ms (liquid chromatography-mass spectrometry).

Manufacturer narrative:
The field service representative performed checks and tests with acceptable results. The investigation did not identify a product problem.